Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the tip of the device broke. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-2323bcm-1, swivelock®, was received for investigation. - visual inspection noted that the device was returned with all the components intact. - functional testing noted that the driver functions as intended. - no problem found. - refer to the investigation photos. - complaint allegation is not confirmed.